Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed, and all samples passed qa inspection. No actual or representative sample was returned for investigation; therefore the actual root cause of this phenomenon could not be determined. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that the balloons deflate and the catheters fall from the patients. The patients were re-catheterized several times.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloons deflate and the catheters fall from the patients. The patients were re-catheterized several times.